Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation: qn review: one notification was written for hub damage for batch 5211675. All affected product was scrapped. DHR review: assembly batch 5149541 had 60 visual inspections performed on (B)(4) parts with zero defects noted. Assembly batch 5211675 had 55 visual inspections performed on (B)(4) parts with zero defects noted. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. The investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends root cause is undetermined.

Event description:
It was reported that when attempting to administer medication, the medication leaked out of the wrong side of the 27 g x 1/2 in. Bd precisionglide¿ needle. There was no report of injury or medical intervention.